Event description:
It was reported that during a vena cava filter placement procedure, premature deployment occurred. Following flushing of the device, the physician picked the filter from the back table and was lining the tip of the device carrier to insert it into the guiding catheter when the filter deployed prematurely. The paper had not yet been removed from the deployment handle. The safety sleeve remained on the carrier and the handle remained in the "locked" position. The procedure was completed with another 12f otw greenfield ss vena cava filter. The physician feels that the pt is adequately protected. No pt injuries or complications were reported. Pt status is reported as "fine."